Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A pericardial effusion was noted prior to the procedure and remained unchanged at the end of the case. A watchman access system (was) and a 27mm watchman flx pro laa closure and delivery system (wds) were selected for use. The wds was advanced, deployed, and successfully released in the laa. Approximately 5 hours post surgery the patient blood pressure was low, prompting a transesophageal echocardiography (tee). The imaging showed a larger pericardial effusion than was noted before and immediately after the procedure. A pericardiocentesis was performed and approximately 400cc of red blood was removed. The patient was kept overnight, which is standard practice at this facility. There were no further complications.it was further reported the patient had a bifurcation within the appendage and the patient was on dialysis. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A pericardial effusion was noted prior to the procedure and remained unchanged at the end of the case. A watchman access system (was) and a 27mm watchman flx pro laa closure and delivery system (wds) were selected for use. The wds was advanced, deployed, and successfully released in the laa. Approximately 5 hours post surgery the patient blood pressure was low, prompting a transesophageal echocardiography (tee). The imaging showed a larger pericardial effusion than was noted before and immediately after the procedure. A pericardiocentesis was performed and approximately 400cc of red blood was removed. The patient was kept overnight, which is standard practice at this facility. There were no further complications. It was further reported the patient had a bifurcation within the appendage and the patient was on dialysis. The patient was discharged on 09apr2026.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A pericardial effusion was noted prior to the procedure and remained unchanged at the end of the case. A watchman access system (was) and a 27mm watchman flx pro laa closure and delivery system (wds) were selected for use. The wds was advanced, deployed, and successfully released in the laa. Approximately 5 hours post surgery the patient blood pressure was low, prompting a transesophageal echocardiography (tee). The imaging showed a larger pericardial effusion than was noted before and immediately after the procedure. A pericardiocentesis was performed and approximately 400cc of red blood was removed. The patient was kept overnight, which is standard practice at this facility. There were no further complications.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.